Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available to be returned. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device did not have an effective seal. There was no injury to the patient.